Event description:
Procedure type: nephrectomy. According to the reporter: the instrument has been used for approximately two hours, the instrument was not articulated, however the fan was partially opened. The surgeon then heard and felt the instrument snap. When the instrument was checked, it was found to have been bent and the surgeon was unable to withdraw the instrument from the trocar. The trocar and instrument were then both removed. When the instrument was inspected it was found that both semi circles of plastic (at the point of articulation) had fallen off the instrument. The surgeon checked inside the patient and three particles of plastic were retrieved from the surgical site. A second device was then used. This instrument was used for approximately one hour. The surgeon tried to reposition the fan of the instrument but found that as he opened the fan further, the articulation of the instrument occurred simultaneously. He was concerned that this instrument was faulty and used another device to completed the procedure.

Manufacturer narrative:
(B)(4).